Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the duodenovideoscope forceps wire was broken. The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was on the forceps elevator which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the forceps elevator wire was completely cut off. Upon further inspection, it was observed that the forceps elevator had an unidentified yellowish/ brown foreign material. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the forceps channel port and the suction cylinder were shaved. It was observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob in all directions was out of the standard value due to wear of the angle wire. It was also observed that the nozzle was deformed. It was observed that the image was foggy due to damage on the charge-coupled device unit. It was also observed that the bending section cover had discoloration. It was also observed that the adhesive on the bending section cover was detached. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, switch box, scope connector, objective lens, grip, plastic distal end cover, scope connector cover, universal cord, switch one and on the light guide cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to breakage of knob wire (k-wire). The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.